Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's a1c level was about 7 and was lowered with insulin injections. As the customer was not wearing the pump or receiving an occlusion alarm at the time tandem technical support was called, a system check was unable to be performed to determine a possible cause of the occlusions. The customer was using insulin injections to manage diabetes.